Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was due to the monitor's electrode belt connector having bent pins. Correction: monitor was repaired and refurbished. Root cause: the root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.